Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported elevated lactate dehydrogenase (ldh) and suspected thrombus cannot be conclusively determined through this investigation. The heartmate ii left ventricular assist system instructions for use (rev. C) lists thrombus and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the instructions for use outlines the indications of thrombus and how to respond to such events the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 16may2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date has been estimated. Patient death was reported under manufacturer report number 2916596-2020-04149. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was known to have thrombus and elevated lactate dehydrogenase (ldh) around 3000 u/l starting about a year before patient death. Patient died on (B)(6) 2020.